Event description:
Bayer case number: (B)(4). Pelvic pain female, persistent headache, abdominal pain, heavy menstrual bleeding, metrorrhagia, pain in hemobody [general body pain], back pain, tinnitus, vertigo, stage 2 stress urinary leakage [stress urinary incontinence], right flank pain [flank pain], neck pain, cervicobrachial neuralgia [cervicobrachialgia], degenerative disc disease at c5-c6 and c6-c7 [cervical disc degeneration], asthenia, sleep disorder, left breast pain [breast pain], memory impairment, malaise, recurrent epileptic seizures [epileptic seizure], discomfort in the left hemibody [discomfort], paresthesia, bladder junction syndrome [bladder disorder], interscapular pain, urinary incontinence, foot pain, degenerative arthropathy/rhizarthrosis [degenerative joint disease], bursitis, swelling of the hands, congestive rhinitis, rhinorrhea, maxillary sinusitis, dental pain [tooth pain], apicodental granuloma [granuloma], pain in cervical spine, pain in elbow/pain in shoulder/ pain in wrist/joint and muscle pain [arthralgia], loss of balance, loss of mobility [mobility decreased], dysphagia, speech disorders [speech disorder], sensation of throat tightness [throat tightness], uti, pollakiuria, fundal adenomyosis [adenomyosis], suprapubic pain, transient ischemic attacks, hearing loss, incontinence problems, loss of libido, bowel transit disorders [bowel motility disorder], concentration difficulties [concentration impairment], dental problems [tooth disorder], visual disorders [visual disturbances]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") and headache ("persistent headache") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of twin pregnancy (1), vaginal delivery (including one singleton pregnancy and one twin pregnancy) and parity 3. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6)2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), headache (seriousness criterion hospitalisation), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), intermenstrual bleeding ("metrorrhagia"), pain ("pain in hemobody"), back pain ("back pain"), tinnitus ("tinnitus"), vertigo ("vertigo"), stress urinary incontinence ("stage 2 stress urinary leakage"), flank pain ("right flank pain"), neck pain ("neck pain"), cervicobrachial syndrome ("cervicobrachial neuralgia"), intervertebral disc degeneration ("degenerative disc disease at c5-c6 and c6-c7"), asthenia ("asthenia"), sleep disorder ("sleep disorder"), breast pain ("left breast pain"), memory impairment ("memory impairment "), malaise ("malaise"), epilepsy ("recurrent epileptic seizures"), discomfort (" discomfort in the left hemibody"), paraesthesia ("paresthesia"), bladder disorder ("bladder junction syndrome"), musculoskeletal pain ("interscapular pain"), urinary incontinence ("urinary incontinence"), pain in extremity (" foot pain"), osteoarthritis ("degenerative arthropathy/rhizarthrosis"), bursitis ("bursitis"), peripheral swelling (" swelling of the hands"), rhinitis ("congestive rhinitis"), rhinorrhoea ("rhinorrhea"), sinusitis (" maxillary sinusitis"), toothache ("dental pain"), granuloma (" apicodental granuloma"), spinal pain ("pain in cervical spine"), arthralgia ("pain in elbow/pain in shoulder/ pain in wrist/joint and muscle pain"), balance disorder ("loss of balance"), mobility decreased ("loss of mobility"), dysphagia ("dysphagia"), speech disorder ("speech disorders"), throat tightness ("sensation of throat tightness"), urinary tract infection ("uti"), pollakiuria ("pollakiuria"), adenomyosis ("fundal adenomyosis"), suprapubic pain (" suprapubic pain"), transient ischaemic attack ("transient ischemic attacks"), deafness ("hearing loss"), incontinence ("incontinence problems"), loss of libido (" loss of libido"), gastrointestinal motility disorder ("bowel transit disorders"), disturbance in attention ("concentration difficulties"), tooth disorder (" dental problems") and visual impairment ("visual disorders"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, adenomyosis, arthralgia, asthenia, back pain, balance disorder, bladder disorder, breast pain, bursitis, cervicobrachial syndrome, deafness, discomfort, disturbance in attention, dysphagia, epilepsy, flank pain, gastrointestinal motility disorder, granuloma, headache, heavy menstrual bleeding, incontinence, intermenstrual bleeding, intervertebral disc degeneration, loss of libido, malaise, memory impairment, mobility decreased, musculoskeletal pain, neck pain, osteoarthritis, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, pollakiuria, rhinitis, rhinorrhoea, sinusitis, sleep disorder, speech disorder, spinal pain, stress urinary incontinence, suprapubic pain, throat tightness, tinnitus, tooth disorder, toothache, transient ischaemic attack, urinary incontinence, urinary tract infection, vertigo and visual impairment to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): no abnormalities. [Electroencephalogram] on (B)(6) 2012: without epileptic abnormality or focal lesion, with photosensitivity.; on (B)(6) 2013: the physician reported a tracing without epileptic abnormality and without focal lesion. [Electromyogram] on (B)(6) 2012: unremarkable. [Hysterosalpingogram] (date unknown): not available. [Magnetic resonance imaging] on (B)(6) 2007: revealed no abnormalities; on (B)(6) 2009: the examination. Showed degenerative disc disease at c5-c6 and c6-c7. [Magnetic resonance imaging head] on (B)(6) 2012: no abnormalities.; (date unknown): the examination was unremarkable. [Magnetic resonance imaging spinal] on (B)(6) 2010: confirmed degenerative disc disease. [Smear cervix] (date unknown): no intraepithelial lesion. [Ultrasound breast] on (B)(6) 2009: pain in the left breast. [Ultrasound pelvis] (date unknown): the physician concluded that there was a right ureteropelvic junction syndrome. [X-ray] on (B)(6) 2010: the physician concluded that there was a lumbosacral angulation and sclerosis of the posterior articular structures at l5-s1. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.